Event description:
Title volume monitor on anesthesia machine was locked in safety position during a hernia repair case. Machine would not show title o2 volume. No adverse patient outcome; patient was not affected in any way. Clinical engineering (ce) was notified and they were unable to repair. Ce notified biomed technologies which is a company we contract with to fix anesthesia machines. Biomed technologies replaced the part.